Manufacturer narrative:
We received the involved sample for investigation. The visual inspection shows the broke off at 11 mm from its anti kinking sleeve. We noticed the tube was kinked and cut , see the picture below : the batch review of both lots shows that both comply to the specifications. The root cause of this event is due to user who cut the catheter's tube with a sharp object such as scissors or a scalpel .

Event description:
The leader cath tube broke off and a part was left inside the patient . This part was removed by a surgical intervention. There is no patient outcome.

Manufacturer narrative:
We are waiting for the investigation done on the involved sample. The batch review of both lots shows that both comply to the specifications. We do not known how the catheter were secured on the patient's skin to avoid repetitives kinking or an excessive tensile.

Event description:
The leadercath tube broke off and a part was left inside the patient . This part was removed by a surgical intervention. There is no patient outcome.